Event description:
According to the received information the resection loop fractured upon its first use on (B)(6) 2026, during a hysteroscopic endometrial polypectomy performed on a patient and the damaged loop was immediately discontinued and a spare was promptly installed to safely complete the procedure.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).